Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed without any issue and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.